Event description:
It was reported that approximately eight months post port implant via the right internal jugular vein, the catheter was allegedly found to be cracked. Reportedly the patient experienced swelling around the port implant site when saline solution was infused and the port system was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Three electronic photos were provided for review. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter break and aspiration failure as a pinhole was noted approximately 2mm from the port body and a circumferential split was noted approximately 6.8cm from the distal end of the cath-lock. A partial circumferential break was noted approximately 7.4cm from the distal end of the cath-lock. The port body with attached catheter segment were infused with a leak noted at the circumferential split, and the partial circumferential break. The edges of the break was jagged and rounded. Aspiration was attempted but was unsuccessful. Based on the photo review, catheter break is confirmed as there was a longitudinal split noted on the catheter. However, the investigation is unconfirmed for catheter migration as the distal end of the catheter was not completely broken. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation, however photo have been provided. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that post port implant, the catheter device allegedly break. It was further reported that the catheter was allegedly found broken and the distal catheter segment migrated into right atrium and the device was removed. There was no reported patient injury.